Manufacturer narrative:
Break of ceramic head. All implanted prosthesis is extracted from the patient. He had infection. Surgeons attribute the rupture to the orientation of the implanted joint and neck size of the head too short. Attached broken head photo. Examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status: the initial review of the information made available to the investigation found the product was to specification at the time of manufacturing. This information has been sent for further investigation to the ceramic supplier. The supplier will carry out further in-depth analysis to assist in the determination of the root cause. The investigation shall be closed with an interim report and be reopened when the suppliers report is completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Break of ceramic head. All implanted prosthesis is extracted from the patient. He had infection. Surgeons attribute the rupture to the orientation of the implanted joint and neck size of the head too short.